Event description:
Home pt (hp) reports adding new solution bag to already spiked heater line of homechoice set, while troubleshooting through an alarm situation during automated peritoneal dialysis treatment. Baxter technician assisted hp in ending treatment early for evening. No pt injury or medical intervention required per rn.